Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's insulin pump experienced a compromised force sensor system alarm when he was trying to change his infusion set. He was advised to disconnect from the pump and revert to back up plan. The reported blood glucose level was 94 mg/dl. The product is not being returned. Nothing further to report.